Event description:
It was reported that a patient had bladder infections twice in the past two to three months. The patient had a loss of therapeutic effect and in the past few weeks she had to go to the bathroom more. She was in the hospital two weeks prior to the report for an anxiety attack and she had frequency of urination. She was tested for a bladder infection and the test came back positive. In the past couple of weeks the patient had stimulation in the wrong location and she felt stimulation more toward the rectum. She was going to her urinary doctor the day of the report for bladder infection symptoms. The patient reported that there was a problem with the patient programmer, she changed the batteries two weeks prior, and she was currently using super heavy duty batteries. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v809648, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).